Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested, however, it was not provided. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 1.3 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of approximately 25.4 months. It was learned that the reason for explant was due to mitral regurgitation and endocarditis. No other details were provided.